Event description:
There was no patient involved in this event. Unit powers on by itself w/o manual intervention.

Manufacturer narrative:
(B)(4). The pad-pak was first installed successfully on the (B)(6) 2009 and performed to specification up to (B)(6) 2016. During this time an increase in voltage suggests a further pad-pak was installed. Also during this period the device records one occasion in which the temperature was recorded below the minimum recommended stand-by temperature of 0 degrees celsius with a low of -2.9 degrees celsius recorded. Investigation found the reported fault can be attributed to membrane failure. The investigation was unable to replicate or find any evidence of the device switching on automatically, however the excess current drain measured and the measurements taken on the j11 connector would indicate a membrane failure. The green status led was observed to be constantly lit, this is a further symptom of a membrane failure. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.